Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as was partially inserted and then removed in the same procedure. Section d6b: if explanted, give date: not applicable, as was partially inserted and then removed in the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a missing haptic that was noticed during iol implantation/application. The lens was partially inserted. The lens was inserted and removed during the same procedure. Directions for use were followed. Another iol was implanted during surgery. There was no issue with the patient. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 26, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: no intraocular lens (iol) was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Stretch marks damage was observed on the cartridge tip; however, it is within acceptable parameters for a cartridge that was used. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint issue was not confirmed and the results of the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue could not be confirmed. There is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.